Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 due to error 26002. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and communication error 26002 was found indicating behavior primitive (bp) amp switch failure on the whole patient side cart (psc) system. Set-up joint (suj) proximal specifically reported errors 307 and 319 indicating node not present thus confirming that the faults occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the axes controller setup (acu) printed circuit assembly (pca) is the root cause of the reported problem.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, a non-recoverable fault 319 appeared on universal surgical manipulator (usm) 1. The same issue persisted even after a hard power cycle. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting a da vinci-assisted surgical procedure, during the pre-anesthesia phase. The procedure was converted to another da vinci system to be completed robotically.